Event description:
It was reported by the customer that a pyxis medstation es system experienced a drawer failure and was unable to restore storage functionality. The customer stated that there was a delay in the dispensing of the medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from hh drawer 1.1 and 1.2, which were not detected on the communication bus. A field service engineer replaced the pcba along with both retractor bands to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.